Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation with a grade of 4+, a prolapsed posterior, thin, and translucent leaflets. It was noted there was difficulties with imaging. Two clips were successfully implanted. To further reduce mr, an additional xtw clip was inserted and deployed. However, after deployment, imaging suggested that the clip was deployed on the anterior leaflet and the posterior chordae. To stabilize the clip, an additional clip was implanted, reducing mr to a grade of 2. There was no clinically significant delay in the procedure

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the entrapment of device (clip getting implanted on anterior leaflet and posterior chordae) appears to be related to patient conditions and user technique/procedural conditions as difficulties visualizing the leaflets due to leaflets being extremely thin and multi-scalloped were reported. Image resolution poor is related to patient and procedural conditions as difficulties with imaging was reported due to thin and scalloped leaflets. Foreign body in patient appears to be due to the procedural circumstances associated with the clip getting implanted only on the anterior leaflet and posterior chordae. Unexpected medical interventions and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. H6. Removed code 4582 and added code 2687.